Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Additionally, the insulin gauge was inaccurate after overfilling the cartridge. Customer's blood glucose was 132 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.